Event description:
A talent stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as severely tortuous and severely calcified vessels. It was reported the physician was unable to advance the stent graft to the intended landing zone due to the vessel morphology. During the advancement of the delivery catheter the vessel was perforated. (MDR#2953200-2009-01256). The stent graft delivery catheter was removed from the pt and discarded. The physician then implanted two talent iliac devices to cover the dissection. The pt presented four days later with a cold leg. The physician attempted to remove the clotting in the iliac limb however unable to resolve the occlusion. The physician performed a femoral to femoral bypass. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Secondary intervention. Evaluation results: occlusion. Severely tortuous and severely calcified vessels. Evaluation conclusion: severely tortuous and severely calcified vessels.